Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins still had power and they thought it had been because the patient had had the implanted system turned off for a number of years so they thought that was what had preserved the battery this long. Agent asked the caller if the reason the therapy had been turned off was because the therapy had never helped or if it had stopped helping and the caller said it had been a combination of things that had made the patient decide to turn the therapy off but now the patient was "rethinking that". The caller said they were in the process of either replacing or removing the device.